Event description:
It was reported that during preparation of a mini vision stent delivery system (sds) there was resistance felt with the removal of the protective sheath. After the protective sheath was removed, the stent was found dislodged from the balloon hanging just inside the protective sheath. The mini vision sds was set aside and not used in the patients anatomy. Another mini vision sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.